Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had no button response due to corroded keypad traces. Device had cracked case at display window corner lower right corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not performed. The device was returned for analysis.